Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received. The customer¿s blood glucose was 120-130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.